Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Air could not be supplied at all due to the clogging of the nozzle. Dirt that was difficult to remove was found on the bending section cover due to handling factors (insufficient cleaning). The bending section cover adhesive was missing. Water could not be sent at all due to the clogging of the nozzle. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. Dirt that was difficult to remove was found on the objective lens due to handling (insufficient cleaning). The field of view was clouded due to dirt on the objective lens. The insertion part of the cover tube was dirty and difficult to remove due to handling (insufficient cleaning). There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). There were scratches on the operation part, operation part cover, up/down/right/left knobs, grip, and universal cord due to external factors. The up/down knob was found to be difficult to remove due to handling (insufficient cleaning). Dirt that was difficult to remove was found on the scope connector due to handling (insufficient cleaning). The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the evis exera iii gastrointestinal videoscope had poor air supply. No patient harm reported. During the evaluation of the device, it was noted there was a foreign object in the secondary water supply channel due to insufficient cleaning. This report is to capture the reportable malfunction of the foreign object in the secondary water supply channel due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from insufficient reprocessing or the foreign material unexpectedly entered the auxiliary water supply channel.. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.